Event description:
On october 28, 2006 the lay user/patient contacted lifescan alleging that his one touch ultra was reading inaccurately high compared to his feelings and to another device. The medical affairs specialist listened to the call between the patient and the customer care advocate to obtain/verify the following information. On october 28, 2006 morning, the patient woke up with symptoms of not being able to control his right hand, severe shaking, and cold sweats. He tested on his meter and got a meter reading of "81 mg/dl" and then contacted the emergency services dut did specify if he administered self-care obtaining the meter reading. When the emergency services arrived, the patient obtained a blood glucose result of "40 mg/dl" on the ambulance's meter and "85 mg/dl" on the reported meter, performed within 10 minutes of each other. He was treated with 2 glucagon injections and 2 glucose tablets but the treatment had no effect so he was given IV glucose. He stated that he was also given soup. The customer care advocate (cca) verified that the meter was correctly set to "mg/dl" an approved sample source (finger) was used, and the correct testing/cleaning techniques were used. The cca discovered that the meter was miscoded (meter=code 2, test strips=code 19), which can contribute to inaccurate meter readings. Although use error was discovered during troubleshooting, this complaint is being reported because the patient's meter reading did not correlate with his symptoms and to the emergency service's meter. The emergency services treated the patient for hypoglycemia. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.